Event description:
During a biceps reattachment, utilizing the 5.0 mm twinfix ab suture anchor, plla, it was reported that the implant broke. The surgeon used 5.0mm threaded dilator to tap the hole, however upon insertion, the tip of anchor broke. The surgeon removed the distal tip of anchor with an artery clip and inserted a titanium anchor instead. The patient reportedly had hard bone quality. The broken anchor was removed completely. No holes were left empty without product. There were no reported patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation. Although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The device was received with the distal portion of the anchor still attached to the driver. Two thirds of the anchor broken at the distal eyelet forward was returned for evaluation as well. A visual evaluation of the breakage site identified the device broke at the location of the distal eyelet and the sutures remained contained in the driver handle and threaded through the remaining eyelet portion of the device. The device was functionally tested and the remaining portion of the anchor was not able to be deployed. Due the returned condition of the anchor a dimensional evaluation could not be performed. A review of the provided patient information identified that the patient was identified to have hard bone. Per the device IFU ¿excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor.¿ no additional action is required. (B)(4).